Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: tubing set not recognized errors, the same cassette works on a different pump and a new cassette still doesn't work. No patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.